Event description:
We received a report that an intraocular lens (iol) would require re-positioning after it rotated off axis in the patient's right eye. The report indicated the lens was implanted at 100 degrees axis, but on day one post-op, the lens was sitting at 90 degrees axis. At one month post operative visit the lens had ''settled'' at 85 degrees axis. A secondary procedure was to be performed, so the lens could be repositioned. Date of the procedure was unknown.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Patient is reported to be doing well since intraocular lens was repositioned. No incision enlargement was required to complete the procedure. All pertinent information available to the manufacturer has been submitted.